Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('plaintiff claiming migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), fatigue ("other injuries/symptoms: fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)-interpreted as hysterectomy(full)salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, rash and skin disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, migraine, nausea and weight increased had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: medical leave related to essure: yes patient received treatment for pain, bleeding, migration, fatigue, migraine, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event injury nos replaced with event plaintiff claiming migration, pelvic pain abdominal pain , dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, fatigue, migraine, nausea and weight gain. Patient demographic details and product information was added. Lab data added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.